Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went swimming with the pump and subsequently the pump no longer turned on. Customer¿s blood glucose level was 252 mg/dl. In addition, the customer went to the emergency room for insulin therapy treatment. Additional information was not received. The customer reverted to an alternate method of insulin therapy.